Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 622311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at the time of insertion". The patient's past medical history included irritable bowel syndrome in 2016, pelvic pain, uterine bleeding and d & c in 2004. Concurrent conditions included body mass index normal, constipation, dysmenorrhoea, ovarian cyst, uterine bleeding, fibroids and ovarian cystectomy (left). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced weight increased ("weight gain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Current weight 194 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 12-apr-2018: reporter information was updated. This case concerns adult patient. Her demographics were updated. Her historical and concurrent condition was added. Essure indication was amended. Essure lot number was added. Essure removal date was added. Per mr: endometrial ablation done at the time of insertion. Per pfs: weight gain and abdominal swelling was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 622311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at the time of insertion" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included irritable bowel syndrome in 2016, pelvic pain, uterine bleeding and d & c in 2004. Concurrent conditions included body mass index normal, constipation, dysmenorrhoea, ovarian cyst, uterine bleeding, fibroids and ovarian cystectomy (left). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced weight increased ("weight gain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Current weight 194 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "she did not undergo essure confirmation test" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 622311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at the time of insertion" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included irritable bowel syndrome in 2016, pelvic pain, uterine bleeding and d & c in 2004. Concurrent conditions included body mass index normal, constipation, dysmenorrhoea, ovarian cyst, uterine bleeding, fibroids and ovarian cystectomy (left). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced weight increased ("weight gain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Current weight 194 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2008). At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.